Manufacturer narrative:
(B)(4). Medical records were reviewed by post market surveillance staff. Medical records do not contain peritoneal dialysis flow sheets for review. The patient was hospitalized with chest pain and was diagnosed with uremic pericarditis, non-cardiac chest pain and essential hypertension. Troponin levels were <0.03. According to the physician, the patient had recently started peritoneal dialysis but has had an increase in creatinine from the norm when the patient was on home hemodialysis. The patient¿s uremic pericarditis improved with hospital hemodialysis however, the patient was discharged home on peritoneal dialysis. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s uremic pericarditis. The diagnosis of uremic pericarditis and the increase in bun and creatinine since starting peritoneal dialysis would suggest patient is not receiving adequate ultrafiltration.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) patient was a (B)(6) male with a past medical history of end-stage renal disease on peritoneal dialysis. The pd patient started peritoneal dialysis approximately two weeks prior and had a recent peritoneal dialysis catheter placement. Prior to peritoneal dialysis, the patient had been on home hemodialysis for approximately four years. The pd patient presented to the dialysis clinic for micera dosing on (B)(6) 2016 but had complaints of chest tightness and shoulder pain. The peritoneal dialysis registered nurse (pdrn) started the patient on oxygen and drained the patient¿s peritoneal dialysis fluid without resolution of symptoms. The patient was sent to the emergency room. At the emergency room, the patient complained of sharp and heavy left-sided chest pain. The patient stated the pain had been ongoing continuously over the past two days. The patient stated the pain worsened with movement as well as taking a deep breath and dry coughing, but improved with sitting up. The patient also experienced shortness of breath, nausea and diaphoresis. The patient was admitted for a chronic pulmonary embolism. The patient was started on hemodialysis and therapeutic anticoagulation. The patient was found to have a pericardial rub along with chest pain. The patient¿s EKG showed no acute findings and the patient¿s troponins were negative. Serial troponins ruled out acute coronary syndrome (acs). The patient¿s chest pain showed no active disease but an enlarged cardiac silhouette compared to previous chest x-rays. The patient¿s CT scan did not show any evidence of massive and submassive pulmonary embolism but there was a small pulmonary artery on the left which appears to have a chronic thrombosis. The patient¿s creatinine was 18.18, but should normally have been between 11 and 13. The patient improved with hemodialysis. The patient was discharged from the hospital on (B)(6) 2016. The patient¿s discharge diagnoses were uremic pericarditis, non-cardiac chest pain and essential hypertension.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records by post market surveillance staff.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient had been hospitalized on (B)(6) 2016 for chest pain. Medical records were requested and received from the pd patient's clinic, which revealed the patient was on hemodialysis and had recently, transitioned to pd. The patient's bun (blood urea nitrogen) count was 60 and 57. The pd patient was diagnosed with uremic pericarditis, and the patient was given hemodialysis while admitted and his bun count came down immediately. The pd patient was discharged on (B)(6) 2016. Per pdrn the chest pain was not related to dialysis treatment or pd solution. The pd patient did not have fluid overload. As of (B)(6) 2016 the pd patient was discharged and was back on pd. Medical records were being reviewed.